Manufacturer narrative:
Correction: this medwatch was submitted for foreign material. Further review from the manufacturer determined this was incorrect, and the malfunction was actually discoloration of the actuator which is not a reportable malfunction. Furthermore, b1 and h1 were not applicable for this file. Correction: the customer did not allege any procedural involvement.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the device evaluation found the following: due to damage on the charged coupled device unit the image was not displayed, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a chip, the control unit was damaged, the control unit had a scratch and discoloration, the up/down and right/left knobs both had a scratch, the lock engagement knob and lever both had a scratch, the switch box had a scratch, the objective lens had discoloration, the plastic distal end cover had a scratch, due to dirt on the objective lens the image had a partially dark area, due to a scratch on the objective lens a flare occurred, the scope connector cover unit had a scratch, the suction connector had a scratch, the protector of the universal cord on the suction connector side had a scratch, the protector of the universal cord on the control section side had a scratch, the universal cord had a scratch, the image guide protector had a scratch, the flexibility adjustment ring had a scratch, the grip had a scratch, and the scope cover had a scratch. The customer cleaned, disinfected, and sterilized the device before returning to olympus for evaluation. The external surfaces of the endoscope were wiped/brushed with clean a lint-free cloth, brush, or sponge with no reported delays or abnormalities observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an image issue. The issue was observed during an unspecified therapeutic procedure. The procedure was completed with a similar device and there were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found attached to the control unit surface. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.